Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012. Since implantation, the patient experienced mesh erosions. A vaginal erosion was diagnosed and on (B)(6) 2012, the patient underwent a procedure to attempt an erosion site closure. Another surgery for an erosion site closure was performed on (B)(6) 2013. The sling remains implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/01/2019. (B)(4). Additional narrative: it was reported that on (B)(6) 2015, a small edge of the mesh sling was seen in vagina. On (B)(6) 2015, 8 cm of the mesh sling was cut/removed with incrustations/calcium. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.